Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID 977a275, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot (B)(4), ubd: 14-jun-2021, (B)(4); product ID: 977a275, serial/lot (B)(4), ubd: 18-sep-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with a wireless neurostimulator (wens). Information was reported that the rep is reporting all electrode impedances were "out" and indicated "avoid" or "do not use". The rep stated they waited, cleaned off the leads, troubleshooted and cleaned leads again and saw the same issue. The rep stated the physician and scrub nurse are very experienced with trials. The rep stated they changed the batteries in the wens and has same issue. They then used a new wens, saw the same issue so the leads were then replaced. At this point, the issues was resolved. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. Analysis of the lead serial# (B)(4) found no anomaly. Analysis of the lead serial# (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The patient's weight was unknown and the patient's date of birth was updated. No further complications reported.

Manufacturer narrative:
Additional review indicated conclusion code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.